Event description:
Customer reported the panorama central station has lost communication, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections included reprogramming the ambulatory telepack, clearing the system's error logs, and reloading software. System was tested to factory's specification and communication was re-established.